Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The patient was treated with vancomycin intraperitoneally (1gm, every 5th day) continuing, fortum (1gm with each bag, route and frequency not reported) continuing and amikacin (100mg, route and frequency not reported). The cause of the peritonitis was unknown. The patient was recovering from the event at the time of this report. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.